Event description:
Plaintiff, alleges the development of an allergy to latex as a result of direct and indirect exposure to latex products. Plaintiff further alleges that as a result of this, she has lost the society, consortium and services of her spouse, and suffered an economic loss.